Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reports being allergic to the plastic retainers. Patient also inquiring into regular wire retainers.